Manufacturer narrative:
Initial investigation findings showed evidence of a customer network problem, however additional findings received on january 24, 2018 from the device logs indicate that the issue involved an unanticipated reset of the telemetry receiver. This issue has been identified as a software problem that is associated to a field corrective action. Spacelabs notified the office of medical device and radiological health operations, division 3 of this action on january 17, 2018, FDA reference # (B)(4). We also began notifying customers of this activity with a letter dated january 17, 2018. This investigation is considered complete and this particular issue closed.

Event description:
Spacelabs received a report that on (B)(6) 2017, several telemetry beds dropped off the telemetry central monitor and an ¿offline¿ message generated. After approximately three minutes the affected telemetry beds came back up with no intervention from the user.